Event description:
The customer called to report that the drive support cap was protruding. The customer is no longer using this insulin pump as she has already upgraded, but wondered if we would replace it. Advised that would not replace it because it's already out or warranty, and because she's already using a different model. Advised the customer to call in if she experiences problems with her current insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.